Manufacturer narrative:
One video provided for multiple records to show the reported complaint. Based on our observation of the provided video, white in appearance shadow is seen over implanted intraocular lens (iol). No root cause identified to date. No reports of impact to visual function in any of the complaints reported. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that oil smear was noticed on anterior surface of intraocular lens (iol) when implanted. It could be seen under microscope not on video screen. The doctor could see it on the slit lamp post-operatively. The lens remains implanted in the patient's eye.